Manufacturer narrative:
Product complaint :(B)(4). Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. Was a new reservoir needed to correct the situation?no further information is available. Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. The device has been received at sukagawa and will be shipped. H3 evaluation: sample received for analysis. Materials : locking mechanism of reservoir were checked to verify its condition. Sample was evaluated, and during this evaluation it was notice that the latch of plate was broken . It has a crack line on the back side. However it is determined it could not be related to flex manufacturing process since at plates subassembly area there is an inspection performed by operator to assure that 100% of plates were properly assembled, and quality performs aql inspection of the subassembly to open and close the plate assembly 10 times to assure proper assembly. In addition, plate subassembly needs to be properly closed in order to perform final assembly on finish good. Therefore, is considered this materials factor does contribute to the reported complaint defect. Based on the present analysis, and condition of sample received it is determined that the reported complaint is confirmed, however it is not related to manufacturing process and other external causes could have affected the product integrity such as handling, non-proper usage or any other possible contributor out of the manufacturing control. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient undewrent an unknown surgery on an unknown date and a reservoir was used. During the negative pressure was applied, when the flap part was bent, the meshing part on the back side of the reservoir made a crack-like sound. Further details are not provided there were no adverse consequences to the patient.upon receipt and analysis of sample it was observed that the latch of plate was broken.